Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: tyvek/thermoform sticking.

Event description:
Healthcare professional reported "tyvek or thermoform sticking." This record is for an unknown side. The device disposition is unknown.

Event description:
Healthcare professional reported "tyvek or thermoform sticking." This record is for an unknown side. The device disposition is unknown.

Manufacturer narrative:
Visual analysis of the photographs identified: tyvek or thermoform sticking: observed delamination on the lid. No additional observations were carried out. No further actions are required as no manufacturing issues are observed. Additional, changed, and/or corrected data: g.2., h.6.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted.

Event description:
Healthcare professional reported "tyvek or thermoform sticking." This record is for the left side. Device was implanted.

Manufacturer narrative:
Additional, changed, and/or corrected data: a3a, b5, d9, h6.

Event description:
Healthcare professional reported, "tyvek or thermoform sticking". This record is for the left side. Device was used and implanted.